Event description:
It was reported that the subject device had no image when turned on. The event occurred during inspection before procedure, and it was completed using another similar device. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cable failure had occurred in the product, causing the video function to malfunction and resulting in no image being displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image when turned on. The event occurred during inspection. There were no reports of patient harm

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.